Manufacturer narrative:
The manufacturer previously reported an issue related to a CPAP, bipap, and mechanical ventilator devices sound abatement foam become degraded and alleged visualization of particles. There was no report of serious patient harm or injury. The manufacturer received additional information that the patient having afib, congestive heart faliure. Section a2, a3, b1, b2, b3, g3, h1 and h6 has been updated/corrected. In addition, appropriate health effect - clinical code and appropriate health effect - impact-code has been added has been added.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The pateint alleged leg swollen, difficulty breathing. There was no report of serious or permanant patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.